Event description:
Patient was revised to address a broken stem. It is believed that the stem may have been undersized.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned stem confirms the material fracture as reported. The returned device was evaluated by the depuy metallurgical department. Per that evaluation; no material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.